Event description:
The PICC dressing was noted to be loose so was needed to be changed. The nnp (neonatal nurse practitioner) was starting to change the dressing and noted that the flexible stabilizing piece that extends over the PICC at the hub was broken off and sliding on the PICC. At this time the decision was made to pull the PICC. No harm to infant. The packaging was not saved nor the lot number. I reviewed charts and the two lot numbers that appeared on the charts during this time were 11111056 and 11102314. I am lead to believe that it would be one of these lot numbers. Manufacturer response for l-cath PICC, l-cath PICC (per site reporter): no response as of yet.